Event description:
It was reported that the patient was charging the ipg frequently. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.